Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level customer¿s blood glucose level was 400 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump passed auto test and high pressure test. The insulin pump will not be returned for analysis.